Event description:
It was reported that during a ptca treatment procedure, inflation difficulties were encountered. The initial inflation of the quantum marverick monorail balloon was to 12 atms, but the physician was unable to inflate the balloon on the second attempt. The lesion being treated was a calcified 99% stenotic lesion in a tortuous first diagonal branch of the lad coronary artery. The patient was asymptomatic during this event. The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as'good'.